Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter would not load onto the guide wire. Another catheter was used to perform the procedure. There was no patient involvement.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned. The tip was examined under magnification (microscope 10x) and the outer catheter had been pulled out from the metal tip and the guidewire lumen had also become separated from the metal tip. As a result of the outer catheter being pulled out from the metal tip, the core wire was exposed and the metal tip was not aligned with the rest of the catheter. The catheter is also twisted near the distal tip. Functional/performance evaluation: no functional testing could be performed due to the condition of the returned sample (i.e. Catheter separated from the distal tip, catheter twisted). Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: no images or photos were provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for material separation, as the outer catheter was partially pulled away from the distal tip. The investigation is confirmed for material twisting as the guidewire lumen was observed to be twisted at the distal tip, resulting in the reported guidewire issues. The root cause could not be determined based upon available information. It is unknown whether the original guidewire and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Attach the irrigation system to the irrigation lumen on the proximal end of the crosser catheter. Interventional use: load the crosser¿catheter 14p, 14s, or 18 over the wire and introduce through rhv. Take care not to damage the tip of the crosser catheter during introduction; no resistance should be encountered during this process. Warning! Use extra caution when loading the crosser catheter 18 over a .014¿ or a ¿docking¿ wire, as the significant mismatch in diameters may increase the likelihood of guidewire lumen piercing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.